Event description:
It was reported that the patient presented for a follow-up visit, post-procedure. Upon interrogation, it was noted that the right ventricular (rv) exhibited unspecified capture anomaly. During the lead revision surgery, the physician tried to reposition the lead, however failed to secure the lead to the right position. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were ¿unspecified capture anomaly¿ and ¿failed to secure the lead to the right position¿. The reported event of ¿unspecified capture anomaly¿ was not confirmed. A complete lead was returned in one piece with helix found extended and clogged with blood/tissue. Electrical testing, visual inspection and x-ray examinations did not find any anomalies except for procedural damage.